Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with false air in line alarm was confirmed by service. Since this is a stay-in device, the quality engineer concluded that the root cause could not be confirmed and will be coded as not identified. The pump was not repaired at this time because it is a stay-in device owned by baxter. Should additional information be received, a follow-up medwatch will be submitted. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through issues concerning air in line printed circuit board failures are currently being investigated under (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During service by baxter, the colleague infusion pump was found to have experienced a false air in line alarm. This event occurred during service/testing. There was no report of patient involvement, patient injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.